Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. With a water filled reservoir installed, the device was programmed with multiple boluses and monitored. All the boluses were delivered properly and water exited the infusion set. Then a 5.0 unit fill cannula was programmed and delivered. The water exited the infusion set during delivery. The water did not flow back into the infusion set tubing during testing. No air bubble anomaly noted. The unit was programmed with several boluses and monitored. The device calculated the additional bolus deliveries and was verified in the daily total screen. The unit then was programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No delivery anomaly, drive/motor anomaly, daily total anomaly, basal anomaly or bolus anomaly noted. Unit had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. The motor was tested outside the device and passed the test.

Event description:
It is reported that customer has experienced air bubbles in reservoir. It is also reported that insulin squirts out. Insulin pump would need to be replaced. Customer's blood glucose was 21.0 mmol/l. No further information provided.